Event description:
The customer reported that following an interventional radiology procedure, a vasoseal vhd was deployed in both the left and right groins. Because of the pt's religious beliefs and request that blood products not be administered, the operator held manual pressure for 20 mins post deployment to avoid bleeding. The pt developed a pulseless, cold right leg and an ultrasound was performed which revealed thrombus in the common and superficial femoral arteries. The pt was was placed on IV heparin since the surgery consult concluded that they will not operate. Upon the last reported follow-up the pt had some peripheral flow returning. The pt remained in the hosp. No further complications were reported.